Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02184. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on all contacts except two. Reprograming was unsuccessful. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the leads were explanted and replaced to address the issue.